Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that due to unexpected stresses on the cable and failure of the cable unit.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During the evaluation, a cut on a cable in the electrical system was found. The reported issue of no image was unable to be duplicated. No other issues were reported. If additional information is obtained a supplemental MDR will be filed.

Event description:
A user facility reported that the image did not appear while using a camera head. No patient involvement or injuries were reported. No additional information has been obtained.